Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported while during routine use in a surgical technique; the instrument fractured. No known adverse event was reported.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through physical inspection. The returned provisional exhibited signs of use (nicked/gouged) and had a part fractured off. The device history records were reviewed and no discrepancies relevant to the reported event were identified. As the product had a potential field life of over seven (7) years and showed heavy signs of wear, the root cause was determined to be wear and tear over a successful field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.